Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units uv door is bulged out.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) uv door is bulged out. There was no information on patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Verified that helium door was not able to open. Found that helium tank 4 point wrench was stuck underneath glide tray. This caused both the helium door and glide tray to wedge itself together. Removed side panels to access the door latch. Removed the door latches to remove the helium door. Removed the helium wrench and placed in the appropriate holder. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.